Manufacturer narrative:
This is capital equipment evaluated at the facility: per the asp field service engineer: the customer reports odor in sterrad room. Removed covers and independently cycled internal systems while searching for odor. No odor found. Ran full cycle while looking for odor. No odor found. At this time sterrad meets manufacturer specifications. The sterrad sterilization cycle was complete. Frequency of exposure to the sterrad sterilizer is intermittently throughout the day. The worker was not wearing personal protective equipment (ppe). When the complaint was initially received, the facility was advised not to use the unit, to keep the chamber door closed but to leave the unit on. If the smell started to come from the unit even when they were not running a cycle, they were advised to go ahead and turn the unit off at that point. Asp clinical staff also contacted the customer. The initial reporter stated, they ran a load overnight and experienced a strong odor coming from the sterrad unit. He described as a carbonated smell as if "wires are being burned". The cycle completed and printout showed up as "fine" according to customer. However, they recalled the load and contents were not used on patients. They have yet to reprocess as they are not using the sterrad unit until evaluated and repaired. They did run an empty load and experienced the same odor. The unit is situated in a separate room from staff. Service to the unit has been provided by asp.

Event description:
A report was received from the field indicating a healthcare worker experienced a headache from a strong sulfur odor being emitted from the sterrad unit's chamber. Medical attention was not sought. Medication was not prescribed. Duration of symptoms is unknown. The worker was removed from the immediate area and received fresh air. The patient has recovered since this event was initially reported.